Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It had a faded line cord, the quick connect was corroded, and the enclosure was cracked under the quick connect and on top of water tank cover. After visual inspection, the reservoir was filled with water, the temp check e5581 was attached, the line cord was plugged in, and the power turned on to perform functional testing. The customer's indicated failure was confirmed. The root cause was wear and tear from daily use of the drain tube. No action was taken due to the condition and or age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a small crack where the hose came out the back of the reservoir. The event occurred during preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.